Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the follow-up appointment, it was noted that the device reached end of life four months earlier. An interrogation was successful and the patient had an intrinsic heart rate above 50 bpm. There was one ventricular pace observed at 50 ppm, which did capture. Six months prior to reaching eol, the device displayed one and a half years remaining. At that time, the pacemaker was reprogrammed from vvi 60 to ddi 45 and the pacing percentage increased significantly. Since the previous interrogation the right ventricular (rv) and right atrial (ra) leads exhibited increased threshold measurements along with decreased impedance measurements. The current interrogation noted a reset seven months earlier. Boston scientific technical services (ts) discuss that the change in programming, the increased pacing percent pacing, the increased threshold measurements and decreased impedance measurements could lead to the device using more power and therefore declaring its elective replacement indicator and eol earlier than the device originally predicated. Ts recommended a device change out procedure occur as soon as possible. To date, the device remains implanted in the patient. This device is part of the insignia microcrystal failure mode 2 advisory population.